Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) male patient receiving intrathecal bupivacaine 7mg/ml at 7mg/day and hydromorphone 5mg/ml at 5mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. It was reported that at a patient refill today there was 4ml of medication aspirated as expected, but the drug was "kind of discolored." It was noted that the fluid was "moderately discolored," and described as "rusty." The pump and therapy were reported as fine. The patient was not experiencing symptoms. It was reported that it was not blood that was causing the discoloration. The hcp reported that the patient will be back in the office in a couple weeks, and would do a reservoir rinse at that time. Follow up was conducted to determine the cause for the discolored drug and whether it had been resolved, if additional information is received this report will be updated.